Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the complaint could not be confirmed. Electrical measurements revealed high lead impedance due to a helix clogged with dried blood and tissue. Once helix was in extended position, normal impedance was measured. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant noise was observed. The lead was explanted and replaced.